Event description:
The patient stated she felt sick and lethargic early this morning (1/28/07) and when she got out of bed, her infusion device was not connected to her infusion tubing. She stated the infusion tubing was completely separated. Her blood glucose measured 371 mg/dl. Her normal blood glucose range is 100-180 mg/dl. She stated that she immediately changed her infusion tubing and injected 3-4 units of insulin. At the time of the report the patient's blood glucose was 150 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.